Event description:
It was reported that during followup, high threshold and decrease sensing within normal range were noted. The lead was repositioned. Patient condition is good.

Manufacturer narrative:
No medwatch form was received.